Manufacturer narrative:
After review by a field service representative, the issue was determined to be user induced. The customer stated to be unable to obtain accurate images due to the position of the patient and therefore, had to reposition and re-scan the patient. The customer also stated the image could not be reconstructed on the device. The field service representative was unable to reach the customer to obtain further information on the reconstruction issue after the incident was reported. Currently, the issue is summed up to be user induced, as the positioning of the patient was incorrect and in turn, the patient had to be re-scanned. It is estimated that the patient received a total dose amount of 0.08252 gy. Any additional information received on this incident will be reported in a follow up MDR.

Event description:
While initially scanning a patient, the customer realized the patient was not positioned correctly and stopped the scan. The customer re-positioned the patient and initiated the scan again. This resulted in the patient being scanned twice. The customer could not complete reconstruction of the images on the workstation.